Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this right ventricular lead revealed increased threshold measurements. In addition, it was noted this lead was dislodged. A revision procedure was performed, this lead was successfully repositioned and remains in service. Post procedure measurements were within normal limits. .

Event description:
The facility reported a colleague infusion pump with failure code 810:11, which was confirmed by baxter service technicians to have been caused by the air in line printed circuit board being out of calibration. The reported condition was identified during set up in the general patient ward. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. This condition was caused by the air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was unable to be re-calibrated so it was replaced to correct the reported condition.